Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device was also received with cracked minor scratched lcd window and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. Customer reported that the emergency medical services were called. Customer stated that they were wearing insulin pump while going through diabetic ketoacidosis. Customer stated that they never took off and was also doing manual injections as well as blood glucose did not went down. Insulin pump will not be return for analysis.